Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and removal due to biocell implant. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, crease flat, wear abrasion, one opening curved on the radius and yellow particles on the shell. A microscopic analysis was performed which identified, one opening crease sharp on the radius. Based on the device analysis the final assessment is: one crease sharp opening assessed as fold flaw opening. .

Event description:
Healthcare professional additionally reported left side "any creases".